Event description:
A doctor alleged that two (2) patients experienced the delamination of veneers approximately one (1) week to seven (7) weeks after placement. This is the first (1) of two (2) reports.

Manufacturer narrative:
The returned products and retain samples were both evaluated for the lute-it with bond-1 intro kit (lot # 4401984). The returned bond-1 bottle (lot # 4382610) did not yield results within specification; however, a retain sample yielded results within specification. Both the returned product and retain sample of the lute-it base clear syringe (lot # 3696598) were evaluated and yielded results within specification. The returned lute-it base light (lot # 3659145) syringe was received in a condition which made analysis impossible; however, it did not correspond to the intro kit (lot # 4401984). Retain samples of lute-it base light syringe (lot # 3659145) were tested and yielded results within specifications. In addition, no similar complaints were received with regard to any of these lots.

Manufacturer narrative:
The patient experienced the delamination of three (3) out of six (6) veneers approximately one (1) week after placement. The doctor removed the remaining 3 veneers and reworked the patient's teeth; six (6) full crowns were cemented using the lute-it base in shade light from the same intro kit. It was confirmed that the patient is doing fine at this time. The lot number 4401984 with expiration date 06/2013 provided by the doctor was for the lute-it with bond-1 intro kit; however, the doctor could not recall the specific lot number of the lute-it base and bond-1 material used from within the kit on the patient. The product was not returned; an evaluation of the retain sample is anticipated, but not yet begun.